Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 24 hour chemotherapy infusion of etoposide, vincristine, and adriamycin completed 3 hours sooner than expected. There was no patient harm.

Event description:
The customer reported that a 24 hour chemotherapy infusion of etoposide, vincristine, and adriamycin completed 3 hours sooner than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that the pump module received a remote IV request for epochadu to infuse 500ml over 24 hours at 2:01 pm on (B)(6) 2018. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 2.5mg/m2. Proceed?¿ and started the infusion at 20.1ml/hr. The infusion ran until 11:15 am on (B)(6) 2018 when the device was channeled off. The volume recorded as being infused during this period was 428.927ml. During the infusion there were multiple air in line alarms (42 instances). After each alarm, the infusion was restarted by the user. The starting/ending volume of the fluid container cannot be determined through device logs. Although requested, the pump module was not received for investigation. The root cause of the reported overinfusion was not identified.